Event description:
Upon inspection, outer package damaged, inner package containing stent was also damaged, not usable.

Event description:
Upon inspection, outer package damaged, inner package containing stent was also damaged, not usable.